Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the system controller pcb assembly and the user interface pcb assembly. After having confirmed proper device operation through functional and performance testing, the device was returned to the customer for use. (B)(4).

Event description:
It was reported to physio-control that the customer's device would not complete a boot cycle. After the device was powered on, it kept repeating its self-test. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed system controller pcb and user interface pcb assemblies. No discrepancies were observed for the system controller pcb assembly. Physio determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u2 on the user interface pcb assembly being thermally sensitive. This caused the device to lock up during a boot cycle.